Manufacturer narrative:
Product analysis: the product was not returned; therefore no product analysis can be performed.   Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that approximately four years and five months following the implant of this transcatheter pulmonary b ioprosthetic valve, the valve was explanted and replaced with a surgical valve. No adverse patient effects were reported.

Manufacturer narrative:
Additional information was received indicating the valve was explanted and replaced with a surgical valve due to stenosis and outgrowth. If information is provided in the future, a supplemental report will be issued.